Event description:
It was reported that while the stimulation was turned on, the stimulation was intermittent. The patient used to eel stimulation continuously and now it will go off and not come back for awhile. The patient reported that if she moved a certain way, the stimulation would stop and then if she moved again, it would come back. The symptoms began following a knee replacement surgery on 2/4. The patient was unaware of any falls or trauma. The patient was admitted to a rehabilitation facility for 5-10 more days. The patient was seen and the device was reprogrammed. The impedances were checked and there were two electrodes>3600ohms, but there were not in use. Following reprogramming, the patient reported great stimulation. Then later, stimulation was again "on and off". The patient was seen the next day and the device was again reprogrammed. No patient outcome was reported.

Manufacturer narrative:
(B) (4).